Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Customer reporting 1 event of false negative reactions with 0.8% resolve panel a lot vra243 with sample from patient with previous history of anti-e. According to customer, sample was initially tested with a lot of 0.8% selectogen and saw 1-2+ with cell #2. However, during antibody workup, they saw no reactions with e+ positive cells on 0.8% resolve panel a, lot vra243. Customer claimed sample was sent to reference lab for additional work up and anti-e was ID. (Method used for testing not provided). However, customer is concerned with false negative reaction with panel cells. Customer stated testing was repeated with a 0.8% resolve panel b and anti-e was ID ( weak-1+) with e positive cells further added daily qc was performed and ok. Issue reported 2/19/2016. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Test repeated: no; but sent to reference lab for additional work-up. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Pipette used: all mts compatible equipment ok. Ocd discuss titer level of antibody and panel e+. However, customer felt the panels should have reacted with antibody. Refuse to use panel cells.